Event description:
It was found during evaluation by a stryker technician that there was accessible ac current due to broken power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.